Manufacturer narrative:
Pt over 18 years old. A visual examination of the returned device found that the stent was fully mounted and the outer sheath was retracted from the tip. During analysis, when the distal handle was retracted, there was initially no movement of the outer sheath. The stent then started to deploy, but when the distal handle was fully retracted, the stent was only deployed by 65mm and its proximal end was still captured by the outer sheath. There appeared to be movement of the inner lumen within the proximal handle. An examination of the proximal handle found that a crimp was evident. Movement of the inner lumen within the proximal handle indicates that the crimp which attaches the stainless steel shaft (proximal handle) to the inner lumen had failed. The most probable root cause of this occurrence is excessive force used during deployment causing the inner to handle crimp bond to fail. On the next attempt, the stent fully deployed with some resistance being met. There were no issues noted with the deployed stent or the inner lumen. There was no movement of the inner lumen from the proximal handle noted. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stent implanting procedure for a 6cm malignant stricture in the choledoch, performed on (B)(6), 2010. According to the complainant, after the device was inserted into the choledoch, the physician was unable to release the stent, even with the handle withdrawn past the reconstrainment limit marker band. The lesion was not predilated prior to the procedure. The stent completely failed to deploy inside the patient, and after withdrawal from the patient, the stent could be deployed only about half way. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the investigation results; handle broken.